Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper and gastrointestinal bleeding are known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient was hospitalized due to the tube could no longer be mobilized. A buried bumper was suspected. On (B)(6) 2021, it was reported that the peg / j was completely grown with the stomach wall. During an endoscopy control, an attempt to dislocate the tube failed and the patient experienced gastrointestinal bleeding. The bleeding was obliterated and the peg / j tubing was removed. The patient had received 4 units of blood and treated with pk merz and neupro plasters. Duodopa therapy was paused.

Manufacturer narrative:
Reference record (B)(4). Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 28 jun 2021: information was received from a physician that the patient had developed local peritonitis after the peg mobilization with hemodynamic effective bleeding. It was reported that the peritonitis was associated with the buried bumper syndrome. No treatment information was reported for the peritonitis. On (B)(6) 2021, the patient had been discharged home. On (B)(6) 2021, the patient received new tubing.